Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the radiopaque marker was not visible. A flexima¿ was selected for use. During the procedure, the physician noted that the distal radiopaque marker was not visible. The procedure was completed with this device. No patient complications reported and patient's status was fine.